Manufacturer narrative:
The complaint states the attune spacer block end piece cracked in half while trialing. The investigation confirmed the failure mode as reported. Previous investigations have concluded that a combination of sharp edges, the pressure fit nature of the bush creating hoop stresses, and differences in thermal expansion behaviour of the construct, may result in crack initiation and propagation. The instrument dfmea (dva-107785-fde) concluded that the spacer block fracturing is a broadly acceptable risk (bar) as the device is unlikely to be damaged in the joint. The q3 2016 (103335138) identified no safety signals and concludes no follow up actions are required for the attune spacer block. No further work required. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attune spacer block end piece cracked in half while trialing.